Event description:
While trying to monitor patient during transport, the device's display would "freeze". No harm to patient.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the evaluation of the device.